Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was unable to duplicate the problem. As a precautionary measure, fse replaced the color video sender circuit board. He ran the device and it passed all performance and function tests. The device is safe to operate.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) screen is flickering. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.